Manufacturer narrative:
The device was not available for evaluation. Additional information was requested and not provided. We are unable to determine the cause for this incident.

Event description:
The red side lumen is unable to flush and balloons at the joint.